Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected a high out of range pace impedance measurement through the remote monitoring system. The patient is not pacemaker dependent and all other measurements are in range at this time. It was stated that the physician suspects a setscrew issue. At this time, no intervention will be performed. No adverse patient effects were reported. This product remains in-service.